Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a patient had a bleeding episode 500cc (cubic centimeter) from iab insertion area. Blood leak was noted from the hemostasis valve of the sheath. It was noted that the patient was on pcps (percutaneous cardiopulmonary support) and was being given heparin. Removed iab as the bleeding did not stop. Hemostasis and blood transfusion was provided but patient expired during iab therapy due to bleeding.